Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ volista standop. As it was stated, the keypad was cracked with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ volista standop. As it was stated, the keypad was cracked with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event due to missing keypad¿s particles. None of information available to date suggests that at the time when the event occurred the device was being used for the patient treatment. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio is very low for the investigated issue. As stated by the subject matter expert at the manufacturing site, according to the photographic evidence, the keypad is cracked with missing particles. An adhesive tape is stuck on the damaged area. The edge of the fork, close to the keyboard housing, shows a collision mark. The cause of this damage is probably due to an impact. This damage does not correspond to a deficiency of the device. In order to prevent any incident, the volista instructions for use (IFU 01781 rev. 16, page 30) mention in the safety instructions "warning! Risk of injury/infection using a damaged device may result in a risk of injury to users or a risk of infection to patients. Do not use a damaged device". It is also mentioned in the volista instructions for use (IFU 01781 rev. 16, pages 38-42) to check the device for impact damage during daily inspections before use. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).